Manufacturer narrative:
(B)(4). G2: foreign: australia. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial shoulder arthroplasty on an unknown date. Subsequently, the patient underwent a revision surgery due to an unknown reason. Attempt has been made to obtain additional information. No additional information has been received at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported under manufacturing report number 0001825034.

Event description:
No further event information available at the time of this report.